Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the guidewire became stuck in the left ventricular (lv) lead and would not withdraw. During the tie-down process of the lv lead, the wire was found to be stuck. The wire extended to the very end of the lead, but none was outside the lead tip. Pulling on the wire caused the proximal portion of the lead to accordion, but it would not free despite very hard pulling force. It was identified that there was a line of demarcation at the pocket site where the accordion action stopped and the lead was then slack, identifying the point where the wire was stuck inside the lead. The implanting physician pulled from each side of this point, but this did not relieve the binding. He then began flexing the lead at this area and then the binding relieved and the wire was removed. The electrical performance remained intact and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2013. (B)(4).